Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer had been using apidra insulin in their cartridges and would observed the insulin to have a gel-like consistency when the occlusion alarms occurred. Since switching to humalog insulin, the customer had not experienced any occlusion alarms and insulin consistency was normal. Tandem technical support educated the customer in regards to apidra insulin being contraindicated to be used with the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.